Event description:
I was implanted with a spinal cord stimulator located c2-t7. I developed an infection, which required hospitalization from (B)(6) 2016, and my lead's contact has migrated. Infection, lead migration, I required multiple cardiac meds, narcan, breathing tx, IV therapy. Surgeon: dr. (B)(6).

Event description:
Add'l info received from reporter on 02/27/2017 for report mw5067376: on (B)(6) 2016, I was permanently implanted with the precision montage - spinal cord stimulator device with an 8 lead contact wire. This was not the device that was used during my trial which was the precision spectra with 16 contact leads. I was implanted with the wrong contact device and wrong contact leads. The device implanted on (B)(6) 2016 was never consented to nor discussed with me prior to surgery. My trial documentation was in the hands of the boston scientific consultant - (B)(4) and the doctors involved with my surgery on (B)(6) 2016. Drs. (B)(6). At no time was dna pain management consulted in regards to my trial, to see if alterations needed to take place to final implantation. I experienced a systemic infecton behind the surgery of (B)(6) 2016 and came out of the procedure with only coverage to the left side of my neck and left arm. At my f/u appointment on or about (B)(6) 2016 with dr. (B)(6) , boston scientific, rep (B)(4) , and dr. (B)(6) . I notified all that the current device was not covering the areas I had covered on with the trial, so the boston scientific rep, while I was in the dr's office, attempted thirty-six (36) different settings, in an effort to get me covered on the right side of my body. Today is (B)(6) 2017, and I still don't have covered on the right side of my body. I am in pain with no relief given with percocets. I have been told by dna pain management, that I can't even get any injections to the area, for at least six (6) months to one (1) year, due to the infection at the surgery sites. To date neither drs. (B)(6) nor boston scientific has given me a valid reason why my equipment was changed over from the trial, nor why I was downgraded from an eight (8) contact lead to sixteen (16) contact lead. On top of the infection, which required four (4) days of hospitalization on IV vancomycin and fourteen (14) days of double po antibiotics after discharge. I had to discover that the wrong device and contact lead was placed into me. The serial number for my trial were (B)(4) contact lead and (B)(4) precision spectra pulse generator. The serial numbers for my permanent implant were (B)(4) 8 contact lead. My original report number was mw5067376.

Event description:
I was implanted with a spinal cord stimulator located c2-t7. I developed an infection, which required hospitalization from (B)(6) 2016, and my lead's contact has migrated. Infection, lead migration, I required multiple cardiac meds, narcan, breathing tx, IV therapy. Surgeon: dr. (B)(6).